Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intraoperatively, after pulling the suture out of package, the needle popped off of with the suture when being loaded into the needle driver. A new suture was used to resolve the issue.